Manufacturer narrative:
Device was not returned. Additional manufacturer narrative: see also MDR report number: 2015691-2015-01581. The device was not returned to edwards for evaluation. The device history record was reviewed and shows that this device met all manufacturing specifications for product release for distribution. No issues were identified that would have impacted this event. Attempts to retrieve the device are in process. Based on the information received the root cause of the event is indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm mitral pericardial valve was implanted and during the procedure surgeon noted that the mitral valve ring was distorting the annulus of the aortic valve causing the noncoronary leaflet to be insufficient. Therefore, a 19mm aortic pericardial valve was then implanted.